Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient needs a shoulder scan, but their device hasn¿t worked in years. The hcp did not know why the device was not working. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.